Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer bloused and received no delivery alarm. Customer was hospitalized for diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that cannula was bent. The insulin pump was returned for analysis.